Event description:
The manufacturer received information alleging a ventilator's display was black out. There was no harm or injury reported. The device's display board was replaced to address the issue.